Event description:
The surgeon was using a third load on the covidien stapler when it would not staple properly. According to the surgeon he was using a black load-3rd fire. The stapler would not fire so the surgeon considered that perhaps the lung tissue was too thick. The surgeon pulled the stapler back on the lung halfway so there was now minimal lung tissue and the stapler still would not fire. The surgeon removed the stapler out of the patient, closed the jaws, pushed the green safety release, and tried to fire the stapler and the stapler still would not fire. A new stapler was obtained, and it easily stapled the lung that previously the surgeon had tried the defective stapler on. There was no harm to the patient. Stapler and load were set aside. Manufacturer response for staple, implantable, tri-staple 2.0 (per site reporter): rga # (B)(4).